Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump malfunctioned after being programmed with infusion rate. Infused at a much higher rate than initially programmed." It was selected type of event: serious injury and health effect - clinical code(s): 4582: no clinical signs, symptoms or conditions. No additional details were provided and the report was submitted anonymously.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.